Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 378 mg/dl at the time. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer also had a bent cannula. Customer mentioned having a high blood glucose level over 600 mg/dl. Customer stated that when she put in the recent set, it felt like she may have hit something because she felt a funny sensation. Customer was advised to change the infusion set. Customer stated that she had a bent cannula. Customer declined calling the paramedics. Customer stated that she had taken 1.5 units of insulin and was eating. Customer reported that she will treat with a bolus. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.